Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery depleted faster than expected. In addition, it was reported that the pump reset unexpectedly. Customer's blood glucose level was 150 mg/dl. Customer continued to use the pump for insulin therapy.